Event description:
It was reported that during the catheter insertion procedure, the physician was removing the vessel dilator when he noticed the tip to be broken. An x-ray was performed and the retained piece was located and removed. There were no pt complications.

Event description:
During the catheter insertion procedure, the physician was removing the vessel dilator when they noticed the tip to be broken. An x-ray was performed and the retained piece was located and removed. There were no patient complications.